Event description:
It was reported that yesterday the caller was trying to check if the patient's implantable neurostimulator (ins) was on/off when they noticed a screen on the programmer they weren't familiar with. The caller said the screen had a triangle with a exclamation point in it. When the caller looked up the screen in the manual, it said the programmer was in "icon mode." The caller said they knew the patient's ins charge level was low so they charged it for a few hours, but they couldn't make the programmer screen change. The caller said they replaced the batteries in the programmer and while they were waiting on hold today the issue resolved itself. The caller said the programmer changed back to icon and text mode, and they could see the ins was on. The caller mentioned that the patient's ins was off due to the ins charge level getting too low (they mentioned that this happens on occasion due to patient not charging the ins from getting too busy to charge it). The caller also mentioned that the patient felt a "momentary spark" when the ins was turned on, which was "not anything bad" and happens when the patient is at their managing physician's office as well. Agent had the caller connect to the ins during the call and the programmer was still in icon and text mode. The caller noted that the ins settings had not changed, and they were still set at 1.5 and 1.2.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported there was never a spark; the consumer discovered the cord attaching the charging device to the round disk was frayed on both ends so they called for a replacement. A new cord was received which resolved the issue.